Manufacturer narrative:
During preventive maintenance (pm) performed by zoll service personnel at the customer's site, the thermogard console (s/n (B)(4)) failed the slew rate test. The investigation determined that the root cause of the issue was the defective cooling engine due to wear and tear. The thermogard console was manufactured in february 2014 and is more than 7 years old, well beyond its expected service life of 5 years. The defective cooling engine was replaced to remedy the fault. During visual inspection, no physical damage was observed on the thermogard console. During service and console electrical safety testing, the power cord was replaced due to a ground continuity failure, unrelated to the slew rate failure. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During preventative maintenance (pm), the thermogard console (s/n (B)(4)) failed the slew rate test. No patient involvement.